Manufacturer narrative:
User/use related complaints is considered foreseen misuse; therefore, it is unknown how the device will perform outside of instructions for use and/or labelling requirements. Device evaluation: 01 x oa-10 device of lot number c2131447 involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing record review: prior to distribution all oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2131447. A review of the manufacturing records for oa-10 of lot number c2131447 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: as per the instructions for use¿s notes section (ifu0096), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use, which accompanies this device, "refer to package label for minimum channel size required for this device." The product label states the guide wire size for use with this device is 0.035 inch. It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035 inch wire guide. All design testing has been completed using a 0.035 inch wire guide. A 0.025 inch wire guide provides less support than a 0.035 inch wire guide, this may have led to buckling. As a result a blockage was created which prevented the sterile water from passing through. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA-00022 ((B)(4)). Has been initiated from complaints related to user error, in practice a 0.025 inch wire guide was used. Summary: confirmed quantity of 1 device, confirmed prior to use. A definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035 inch wire guide. All design testing has been completed using a 0.035 inch wire guide. A 0.025 inch wire guide provides less support than a 0.035 inch wire guide, this may have led to buckling. As a result, a blockage was created which prevented the sterile water from passing through. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.

Event description:
Engineering input received 02-jul-2025 confirming the use of sterile water is against the product IFU. The nurse flushed the oa-10 with sterile distilled water before using it, but the solution did not pass through. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. For all complaints, ask: 1. Does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Observation prior to patient contact. 2. What was the target location for the stent? Cbd. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The products are stored in a chest of drawers inside the ercp room. There is no exposure to light. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* visi2 angle. 0.025. 5. Was the wire guide lubricated prior to use? Yes. 6. Was the wire guide inspected for damage prior to use?* n/a. 7. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9. If yes please indicate the type of procedure performed.dilation. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11. If not with the device in question, how was the procedure finished?* the new oa-10 was used. 12. Did the patient require any additional procedures as a result of this event? No. 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.